Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbot point of care was contacted by a distributor who reported that an I-stat 1 fuso analyzer had a burst capacitor. Based on the information at the time, there was no injury associated with the event.